Event description:
A report was received that the patient need lead revision surgery to replace one lead that appears to have a fractured contact. The patient had the lead revision surgery in 2009 and is reportedly doing well.